Manufacturer narrative:
Per reporter, alert date changed to oct 11, 2017. From oct 12, 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient age, dob, gender & weight not provided for reporting. Unknown when device malfunctioned. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Date returned to manufacturer. (B)(4). PMA 510k# unknown. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: 272.266s / 8699886 manufacturing location: (B)(4). Manufacturing date: 08.nov.2013. Expiry date: 01.nov.2023. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that three years after implantation during removing the devices and implanting a prosthesis they detected that the nail was broken at the bolt junction. No surgical delay is reported. Patient outcome is normal. The surgery was a planned removal for hip tep. They detected on the x-ray that the nail was broken post-operatively. There was no patient harm and the broken implant was removed. The devices were initially implanted on (B)(6)2014. This complaint involves 2 parts. Concomitant reported parts: 1x locking bolt ø 4.9mm (part 259.320 lot 8951461) this report is 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing investigation was performed. The received pfna ø11 130° l240 sst (272.266s / 8699886) and pfna blade perf l100 sst (02.027.035s / 8990600) was forwarded to the responsible manufacturing site for investigation. Nail: upon visual inspection traces of use were visible on nail and the nail is broken in the region of the distal hole. The laser marking was readable. As relevant for the complaint condition; nail broken, the following features; outer diameter (11mm) as well as inner diameter (4.4mm) were identified and measured. The relevant dimensions were measured near of the broken region and they have fulfilled the specifications. The distal hole, where the nail was broken, could not be measured. During manufacturing the dimension of the hole was checked with a go/no go gage and the position was checked with a special-gauge and both have fulfilled its specifications. No manufacturing error found. Product was manufactured according to its specifications. Besides, during the manufacturing process the lot was inspected through the inspection sheet and have meet its specifications. The raw material certificates were checked and the used raw material has fulfilled the specifications. Based on the investigation results, this complaint is confirmed since the nail is broken as claimed by the customer. However, this complaint is rated as not valid because the relevant dimensions of the nail were measured as well as the relevant manufacturing documentation related to the article was reviewed and no manufacturing issue could be found. Blade: upon visual inspection it can be seen that on the distal end of the device there is a chip on the awl tip of the instrument, this thus confirming the complaint description. As relevant for the complaint condition surface sleeve was identified and checked. The surface from the sleeve was visually checked and has strong scratches. There is a strong line (scratch) from the contact between the sleeve and the citrus shape from the nail. However, the surface of the sleeve is not cracked. During the manufacturing process, the surface of the sleeve was 100% checked through the inspection sheet and the whole lot size has passed its specifications. Therefore, the lot was manufactured according to its specifications and the product was not released with these scratches. As a possible cause, these scratches could be attribute to the use of the product as well as the interaction with the nail. Finally, the raw material certificate was checked and the used raw material has fulfilled the specifications. Based on the investigation results, this complaint is confirmed due to the sleeve has strong scratches on its surface; however, is not cracked. In this investigation, the surface from the sleeve was inspected and has scratches and/or strong traces of use. Furthermore, we have also received a concomitant part 1x 259.320 / 8951461: as this part is not responsible for the breakage of the nail, no investigation will be done on this. The received x-rays are in a bad quality, based on this it¿s not quite clear that the nail is broken, but it seems that it is. Unfortunately, we are not able to determine the exact reason for this occurrence. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.